Manufacturer narrative:
The device evaluation was completed on 4/15/2021. It was reported that during an ischemic ventricular tachycardia (isvt) ¿ right ablation using a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air flowed back into the side port issue occurred. There were bubbles in the sheath when it was being flushed. In an attempt to troubleshoot the sheath was flushed but the issue persisted. The sheath was replaced and the procedure was continued. Additional information that the air was noticed in the handle of the sheath and physician tried to remove the bubbles but felt there were too many to remove. The sheath was changed. There was no medical intervention and the patient has not exhibited any neurological symptoms since the procedure was completed. No patient consequence. The sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of features of the sheath visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. Test method for liquid leakage through hemostatic valves of sheath introducers was performed and no issues were observed during the sheath analysis. No water leakage, bubbles or pressure decays were detected during the test. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". The event described could not be confirmed as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. Originally the lot # was unknown. The lot # was retrieved during analysis. Therefore, updated d 4. Lot, d 4. Expiration date and h 4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) ¿ right ablation using a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and air flowed back into the side port issue occurred. There were bubbles in the sheath when it was being flushed. In an attempt to troubleshoot the sheath was flushed but the issue persisted. The sheath was replaced and the procedure was continued. Additional information that the air was noticed in the handle of the sheath and physician tried to remove the bubbles but felt there were too many to remove. The sheath was changed. There was no medical intervention and the patient has not exhibited any neurological symptoms since the procedure was completed. No patient consequence. The event was assessed as MDR reportable as air flowed back into the side port.